Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to test for, low reservoir and weak battery alarms due to blank display. Unit had cracked battery tube threads, reservoir tube lip, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the device starting working as designed but did not feel comfortable with it. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.